Event description:
It was reported that the patient experienced recurring incontinence with this aus approximately three months ago. After office consultation a revision surgery was scheduled and performed. During procedure it was found that the patient had urethral atrophy. The cuff was removed and two cuffs were placed, as well as the pump and balloon were replaced. The patient fully recovered.